Manufacturer narrative:
Investigation summary: one sample was received. It has no packaging flow wrap, no tip cap and the solution and plunger rod-rubber stopper is at 2.5ml. The break out force was measured, giving 32.45n and the sustaining force was 14.60n. Sustaining force specification is<20n. Break out force specification is<40n. Readings are within specification therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8046825 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8046825 during this production run. Root cause description: readings are within specification therefore failure mode is not verified.

Event description:
It was reported that 20 of the bd¿ maxguard blood collection device with male luers experienced difficult plunger movement during use.